Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The up and down buttons were stuck. It was also stated that the insulin pump received a button error. The blood glucose reading was 134 mg/dl. The customer was on vacation on the beach while wearing the insulin pump. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.